Manufacturer narrative:
The device was successfully interrogated by boston scientific's post market quality assurance laboratory. Pacing, sensing, and shocking functions were verified per bench top testing. Engineering calculations determined that this device passed longevity calculations, however, the elective replacement indicator (eri) to end-of-life (eol) interval was less than 90 days. A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two charge times greater than the charge time limit. End of life (eol) was declared following a single charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage and the results indicated the monitoring voltage was normal based on therapy use and programmed settings. It was concluded that this device did not experience premature battery depletion. Rather, the eri to eol time period was shortened due to a higher-than-typical build-up of internal battery impedance. The device was capable of detecting and treating arrhythmias, as the battery itself had sufficient capacity remaining to provide therapy if needed.

Event description:
Boston scientific crm received information in (B)(6) 2009 that during a (B)(6) test, attempts to reprogram the lower rate limit (lrl) with a programmer (from 115 ppm to 120 ppm) resulted in an error log and halt message (black screen). A different programmer was attempted without success. The local representative was finally able to complete the programming after 6 attempts with two different programmers. The exact text of the error message was not known. Technical services believes the programming sequence must have triggered a bug in the programmer software. Without the error code, technical services could not determine the exact issue. Technical services informed the local representative that this does not indicate a problem in the device. However, if the clinic was concerned about the patient, a memory dump and a save-to-disk to verify system integrity could be performed. Subsequently, boston scientific crm received information that this device was explanted in (B)(6) 2010 due to normal battery depletion.